Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging and eventually was unable to charge the ipg out of hibernation. The physician suspected device malfunction. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient was reportedly doing well. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging and eventually was unable to charge the ipg out of hibernation. The physician suspected device malfunction. The patient will undergo an ipg replacement procedure.